Event description:
Defendo a/w/suction and biopsy kit - these are one-time use buttons that are used with scopes in the gl lab. The red/orange one controls the suction function. Over the past two weeks, this button has been getting stuck, resulting in constant suction during endoscopies. When the buttons are tested (our process before each case), they function normally. That is also the case for the beginning of the procedure. It usually starts getting stuck a few minutes in, or toward the end of a short case. This has happened across multiple scopes and multiple physicians. Each package includes 3 buttons, and the red/orange one was the problematic one. Lot # is 558615. Picture is only to show the product , lot not faulty. We were instructed by company rep with steris to dispose of all lots prior to 562488, as these lots were having the issue with the suction buttons sticking. The following lots were found pulled and discarded at (B)(6). 100ea x lot 554141, 100ea x lot 558615, 100 ea x lot 549623, 9 ea x lot 519959, 10 ea x lot 524635, 49 ea x lot 531790, 9 ea x lot 543902, 5 ea x lot 497403. Manufacturer response for a/w/suction and biopsy kit - one-time use buttons, defendo a/w/suction and biopsy kit (per site reporter). We were instructed by our rep with steris to dispose of all lots prior to 562488, as these lots were having the issue with the suction buttons sticking. The following lots were found pulled and discarded at (B)(6). 100ea x lot 554141, 100ea x lot 558615, 100 ea x lot 549623, 9 ea x lot 519959, 10 ea x lot 524635, 49 ea x lot 531790, 9 ea x lot 543902, 5 ea x lot 497403.